Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿do not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed. Reportedly, the customer had to turn the screen off and on using the wake button in order for the touchscreen to be responsive. During troubleshooting with tandem's technical support, the alleged issue was not able to be replicated. Also, it was noted that the customer filled the cartridge with 145 units and stated that the fill estimate was inaccurate. Reportedly, the customer then filled the cartridge with 100 more units and indicated that insulin level did not rise. Recommendation was made not of refill cartridges. The customer reloaded the cartridge successfully. There was no impact to the customer's blood glucose level.